Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor session ended early. Data was provided for evaluation. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed. The share log data was reviewed and passed. The reported event of sensor session ended early was confirmed. The probable cause cannot be determined.